Event description:
It was reported that a malfunction occurred on the pump with a software error detected. The customer's blood glucose level was 450 mg/dl. To address high blood glucose, the customer administered a correction bolus via the pump after resetting it. Technical support assisted in the pump reset and advised the customer to continue using the pump, with instructions to call back if any malfunction code recurred. The customer acknowledged the information provided.